Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to infection at insertion site. The insertion site was the abdomen. The duration of hospitalization was less than 24 hours. Patient got treated with insulin via pump. No further information available.